Event description:
A talent stent graft was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm approximately 7 years ago. Aneurysm size and vessel morphology were not reported. It was reported that there was a type iii endoleak and wire fracture at the proximal end of the device. The physician treated the pt with another manufacturer's stent graft. No further intervention has been provided. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval: results: (endoleak), (cause of endoleak and wire fracture cannot be determined). Conclusion: (cause of endoleak and wire fracture cannot be determined).